Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not get a blood pressure alarm and the patient expired.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer, and was provided information. The reported no arterial blood pressure alarms occurred between 19:00 and 20:00 in bed c3. The rse obtained alarm audit logs from the customer, which were reviewed by a philips post market surveillance officer (pmso). A review of the logs revealed that the alarm for arterial blood pressure had been turned off by the users at 16:53:11. There was no product malfunction. This is considered a user error, as the alarm for arterial blood pressure had been turned off, during the time of the reported missing alarm. The device remains at the customer site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.